Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 3002808148 - 2023 - 05352. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5 and d10. Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. The device was returned to olympus for evaluation. Additional evaluation findings: corroded bottom chassis /deformed chassis, defective video connector latch due to wear. Software recommend old version 3.01/recommend update to ver.4.10 recommend-old version 4) camera conenction issue/ / b30 is not confirmed. 5)the unit was tested with our test cf-hq190l, gif-l190, enf-vh, enf-vt2, ltf-s190-5, ltf-vh, gif-h180 and giff-q180 scopes. No b30 error was found. However, it was observed the worn-out video connector latch. In addition, the lint/dust accumulation on video connector pins caused poor connection with pigtail scopes. 6) . Unit has old s/w ver. 3.01 that we recommend update to ver. 4.10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not acknowledged, but it has been recognized that the video connector latch was worn out and from this, we presume that the phenomenon occurred due to wear of the video connector latch. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The procedure was not completed and rescheduled per the customer. Concomitant medical products were reported. There were no reports of patient harm or impact associated with this event.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii video system center exhibited scope communication error b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation, it was observed that the video connector latch was worn out and lint/dust accumulation on video connector pins caused poor connection with pigtail scopes. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.